Manufacturer narrative:
The returned device was evaluated for the source of shedding. Inner and outer blade runout was evaluated and were found to be within blade straightness requirement. The adapter body was observed to have sustained severe multiple axial fractures at the base of the outer blade. All indications are that the blade was subject to excessive load, causing the adapter body to crack leading to inner and outer tip misalignment, resulting in tip shedding. Root cause was determined to be user error - excessive lateral load.(B)(4)

Event description:
During a shoulder arthroscopy the surgeon was reportedly using an incisor plus elite 5.5mm blade. Intra-operative the surgeon reported that small metal parts were coming from the shaver blade. Surgeon believes parts have been removed. The site was flushed out with nacl. Surgeon then used another blade of the same lot to complete the procedure without issue. There was no reported patient injury and a surgical delay of less than 30 minutes.